Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a three beat pause was noted on the telemetry strip. Sensitivity reprogramming was performed on the right ventricular (rv) lead, which still remains in use. No further patient complications have been reported as a result of this event.